Event description:
It was reported and learned through investigation that a patient with a 7300tfx 27mm mitral valve underwent a valve-in-valve procedure after an implant duration of 4 years, 2 months due to leaflet calcification causing severe stenosis. The patient presented with heart failure and shortness of breath. The tavr procedure was completed with a 26mm 9755rsl transcatheter valve and patient was stable at the end of the procedure. Per medical record, patient with bioprosthetic mitral stenosis and multiple comorbidities in need of mitral valve replacement. A decision to use a 26mm valve + 3ccs based on the CT and echo measurements of the known bioprosthetic valve. Echocardiography revealed excellent result. The hemodynamics were excellent. The replacement valve was well situated.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per technical summary (B)(4) calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of hyperlipidemia and type2 diabetes mellitus. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 7300tfx 27mm mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 4 years, 1 month due to unknown reasons.